Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, the right atrial (ra) leadless pacemaker (lp) was unable to be separated from the delivery catheter. The ralp was not implanted, and an alternate near at hand was implanted instead. Patient condition was stable.